Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019, the date the exposed vaginal mesh was excised, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6). Phone number: (B)(6). The revision surgeon is: dr. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted during a total laparoscopic hysterectomy, transvaginal sling via solyx and cystoscopy procedure performed on (B)(6) 2017. The patient had urinary stress incontinence and menometrorrhagia in which the patient was unresponsive to conservative medical therapy. The post-operative findings showed a boggy 10-week-size uterus, suspicious for adenomyosis, and had a hypermobile urethrovesical junction. The cystoscopy finding was also normal. On (B)(6) 2019, the patient underwent excision of exposed vaginal mesh. During the procedure, a pudendal nerve block was performed with 0.25% marcaine with epinephrine. The vaginal mucosa was then grasped with allis clamps, exposing the area of mesh exposure of about 1 to 1.5 cm, which started just lateral and left of the midline and extended almost to the vaginal fornix. Once the area was exposed, it was then infiltrated with a dilute lidocaine solution. At that point, an elliptical incision was made, excising the exposed mesh. The patient tolerated the procedure well, and was sent to the recovery room in stable condition.